Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the shaft had broken into two pieces and separated. Functional testing was not performed due to the condition of the unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia repair procedure, there was an issue with the tacker. In order to complete the case, another tacker was used. There was no harm to the patient. Surgical time was no extended by 30 min or more.